Event description:
The pt, a iddm, began obtaining readings on his meter that read as "control" for three weeks prior to 9/7 and two weeks before the alleged event, ceased taking his insulin based upon the results. During this time, he experienced symptoms of hyperglycemia. On 9/7, a 3/p meter reading was 67 mg/dl. Because the pt felt worse, he was transported privately to the hospital where a lab result at 4/p of 1184 mg/dl was obtained. The pt was admitted for hyperglycemia, treated with insulin and IV fluids and released on 9/16. The meter is not cleaned correctly, alcohol is used to clean the meter optics. The meter was in calibration on 9/16, reading 76 versus a range of 73-98.